Event description:
It was reported that when using the bd pyxis¿ medbank tower, item shows zero in cabinet but stock was available. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that an item showed zero quantity in the cabinet even though stock was available. The technical support specialist (tss) determined issue occurred because the cabinet displayed zero quantity despite having stock. Tss remotely accessed the cabinet, confirmed that two units were available, and verified the system status. The nurse then logged in and successfully issued one item, confirming proper functionality. The system functioned as intended after the technical support specialist troubleshot the device.